Event description:
On (B) (4) 2010 a doctor reported to (B) (4) that a patient had a pitt easy implant abutment screw fracture.

Manufacturer narrative:
It was reported that a patient had a fractured abutment. The product was returned to (B) (4) for evaluation. The evaluation indicated that the abutment meets product specifications and that the fracture was caused by loading after loosening. This is not a product failure.